Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. The product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1909 captures the surgical procedure delayed.

Event description:
It was reported that during a stent placement procedure, a percuflex urinary diversion ureteral stent was intended for use. Upon opening the package, the stent was observed to be flattened. Due to the deformation, the guidewire was unable to pass through the stent. As a result, the procedure could not be completed and was subsequently cancelled. No additional stents were available on site. No patient complications were reported; however, the patient was transferred to another hospital for further management.